Manufacturer narrative:
Pr (B)(4) follow up report a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
No additional information received mat#: (B)(4) batch#: 3055903 it was reported by customer that there were several needles in the box so far that were not hollow. Verbatim: rcc received complaint via email. Email(s) attached. Hello, can we please review? Per our customer stated this item is defective. Catalog #: 305106 item description: needle, hypo 30gx1/2" (100/bx) bd qty/uom: 1 bx lot #: 3055903 -we have a damaged box of 30gx0.5 needles, but I can't find where we ordered them last. There were several needles in the box so far that were not hollow (hopes that makes sense). I was going to do a return. 20oct2023 date of event: (B)(6) 2023 - was issue being described noted before, or during used? During use - was there any patient involvement? Yes - any adverse events or serious injury reported to patient or healthcare professional? No - what was the patient outcome? Patient had to be stuck again since the needle was defective - was there any delay of, or change in, the course of treatment due to this event? Yes - what procedure was being performed? Botox injections - what medication was used in the procedure? Botox - is sample available for return to bd for investigation? If yes, please provide the sender¿s name and address for us to create the fedex return label. - if sample is not available, are you able to provide photo(s)/video(s) of the sample? No 23oct2023 I¿m sorry the customer stated they do not have a sample to provide.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a020102 - nonstandard device.

Event description:
Mat#: 305106. Batch#: 3055903. It was reported by customer that there were several needles in the box so far that were not hollow. Verbatim: rcc received complaint via email. Email(s) attached. Hello, can we please review? Per our customer stated this item is defective. Catalog #: 305106. Item description: needle, hypo 30gx1/2" (100/bx) bd. Qty/uom: 1 bx. Lot #: 3055903. -we have a damaged box of 30gx0.5 needles, but I can't find where we ordered them last. There were several needles in the box so far that were not hollow (hopes that makes sense). I was going to do a return. Date of event: (B)(6) 2023. - was issue being described noted before, or during used? During use. - was there any patient involvement? Yes. - any adverse events or serious injury reported to patient or healthcare professional? No. - what was the patient outcome? Patient had to be stuck again since the needle was defective. - was there any delay of, or change in, the course of treatment due to this event? Yes - what procedure was being performed? Botox injections. - what medication was used in the procedure? Botox. - is sample available for return to bd for investigation? If yes, please provide the sender¿s name and address for us to create the fedex return label.. - if sample is not available, are you able to provide photo(s)/video(s) of the sample? No.